Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient enrolled in a clinical study underwent a right total hip arthroplasty. It was further reported patient underwent revision procedures for unknown reasons approximately two years post implantation. Subsequently, patient was revised due to a loosened acetabular cup. Patient underwent another revision approximately 11 years later for unknown reasons. Patient has been indicated for yet another revision due to bone loss. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.